Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated alinity I stat high sensitivity troponin-I results. The patient tested alinity I stat high sensitivity troponin-I sid (B)(6) (59 year old female, caucasian) of 80 ng/l, and repeated 80 ng/l. The patient went to another hospital facility and tested roche troponin-t of 6 ng/l (negative). The other hospital was sent the same sample (sid (B)(6)) for roche high sensitive troponin-I testing, which agreed with the customer lab results for alinity I stat high sensitivity troponin-I. The customer lab uses a diagnostic cut off is >60 ng/l. The patient spent overnight (1 day) in the other hospital facility for monitoring and discharged. No further information regarding patient is available. No additional impact to patient management was reported.

Event description:
The customer observed elevated alinity I stat high sensitivity troponin-I results. The patient tested alinity I stat high sensitivity troponin-I sid (B)(6) (59 year old female, caucasian) of 80 ng/l, and repeated 80 ng/l. The patient went to another hospital facility and tested roche troponin-t of 6 ng/l (negative). The other hospital was sent the same sample (sid (B)(6) for roche high sensitive troponin-I testing, which agreed with the customer lab results for alinity I stat high sensitivity troponin-I. The customer lab uses a diagnostic cut off is >60 ng/l. The patient spent overnight (1 day) in the other hospital facility for monitoring and discharged. No further information regarding patient is available. No additional impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitivity troponin-I reagent, lot 77410ud00 to assess the customer¿s observation of falsely elevated results. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 77410ud00. All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I reagent, lot 77410ud00.